Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: etlw1620c156e, serial/lot#: (B)(6), ubd: 14-aug-2026, UDI#: (B)(4); product ID: etlw1620c156e, serial/lot#: (B)(6), ubd: 14-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 63mm abdominal aortic aneurysm. It was reported during the index procedure, the contralateral limb (B)(6) appeared to be crimped on the hypotube at the mid-section. The deployment steps were followed as outlined in the IFU. There was no resistance when advancing the device over the guidewire. Deployment difficulties were encountered, resulting in the delivery system getting stuck inside the patient. The stent graft was fully deployed and expanded except in the 2-3cm constrained section. The delivery system was physically manipulated/rotated during the procedure in an attempt to open up the limb in order to remove the delivery system from the patient. Additionally, the limb was distorted / ¿bunched¿ during the procedure, when the physician attempted to advance the graft cover of the delivery system upwards in an attempt to resolve the issue/remove the delivery system. There was no visible damage to the delivery system or packaging of (B)(6) prior to unboxing. The physician converted to open repair and explanted the entire endurant iis stent graft system. A dacron aortic/bifurcated graft was then implanted. Per the physician, the cause is undetermined but noted the limb was deployed over a stiff angled glide wire so was unsure if this was the root cause or possibly due to a device issue. It was noted that vessels were significantly tortuous. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported deployment issue and removal difficulties were confirmed on the films provided. Angiograms showing the stent graft deployment and removal attempts were not available for a thorough assessment of the reported events. The removal difficulty appears most likely caused by the constrained/not fully expanded segment of the limb stent graft. The cause of the constraint/expansion issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.